Manufacturer narrative:
After battery installation unit gave an unexpected flashing white followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with cracked keypad overlay at select button and keypad overlay texture damaged.

Event description:
The customer reported via phone call that display screen and front of the insulin pump was cracked. Blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.